Event description:
I have a medtronic synchromed implantable infusion device implanted (B)(6) 2012. My pump delivers dilaudid and baclofen. It was programmed to be refilled every 60 days until (B)(6)2015. My pain doctor changed the concentration level and now it does not need to be refilled until (B)(6) 2015. Since (B)(6) I began having symptoms of profuse sweating, nausea, anxiousness, increased pain, and high spikes in blood pressure. Last month ((B)(6) 2015) I went to the hospital in the evening feeling very ill. My blood pressure was 204/116. I was admitted over night and watched for a possible heart attach or stroke. My face was bright red and dripping with seat. My hair was soaked. Heart tests, blood tests hourly, and bp medicine was given. I returned home with instructions to see my primary care doctor. She suspects I am having withdrawal symptoms resulting from my pump. My pain doctor does not want to take it out as he says "you will become seriously sick." My surgeon need to return the pump to its original pocket in my abdomen as it has traveled 3" up and to the center of my stomach. I now have very loose stools, nausea and soreness in my abdomen. My primary care doctor wants it out. The pain doctor wasn't it replanted in a new pocket. I want it out. I am very ill with the rapid race feeling (anxiety), the sweating, and the high blood pressure not to mention the nausea. I called medtronic last month to report my hospitalization and they confirmed that the model pump I have has several recalls on it. They suggested a dye test to see if the catheter is pulled off of the pump and a single bolus memory dose test as well as reading an event log. I am scheduled for surgery tuesday, (B)(6). To minimally have the pump put back in it's correct location and/or just have the pump removed. I am concerned about several things: my immediate risk if I want until (B)(6), my body's reaction to the withdrawal of dilaudid, pain that may keep me from walking, and the expense of it all.